Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2012, due to pain and dislocation. The modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions". Number fifteen states, "postoperative bone fracture and pain". Dimensions of the modular head measured within design specification. Root cause for the dislocation could not be determined. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00561 / 00562).